Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver displayed the initialization screen and was continuously resetting.. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by separating the main board from the ui-u1. A review of the data log observed a reboot receiver error. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.